Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported anomaly was confirmed in the laboratory. Tests performed indicated normal electrical characteristics. Visual inspection noted lead insulation wrinkled at 31.8 cm from connector pin, optim insulation overlapped with the proximal end of the svc shock coil. Lead diameter was measured to be out of specification at that location.

Event description:
It was reported that during an implant, an insulation anomaly on the rv lead above the svc coils was observed. The physician was unable to insert the lead through the sheath. The lead was not implanted.